Event description:
It was initially reported that on diagnostics performed, resulted in high lead impedance. The pt was referred for lead and generator revision, but has yet to occur. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.